Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated that there was no troubleshoot/diagnostics that was performed but there was observation. They will continue to observe but if there is difficulty refilling in the future, they might revise the pocket.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pump. The pump was used to deliver fentanyl and two unknown drugs. Dose and concentration information was unknown. It was reported that the patient was not getting any medication because their pump was "not corresponding". The patient was in a lot of pain. In october, a nurse bumped the patient's pump and the patient "screamed". At the time of this report, there was swelling and bruising at their pump site and the pump felt "a little tilted". Per the patient, they had "9 shots a day" and the pump "took it away", but the patient felt like it didn't give it to them. Patient services had the patient try to connect and a "no pump found" message was displayed. The patient then moved the communicator to where the internal antenna of the pump was and they retried connection but they were still unable to get connected. It was noted that the patient's communicator was plugged in, so patient services had the patient unplug the communicator. The patient was then able to connect to their pump with the handset and communicator and receive a bolus. The issue was resolved through troubleshooting. It was also reported that the patient's communicator "burned" their stomach when they placed it over the pump and had since october when the nurse bumped it while filling the pump. Per the patient, they could "feel it like getting a heartburn". Per the patient, their pump contained fentanyl, a medication that started with "t" and another unknown medication. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) indicated that the nurse did not know how to pair equipment and they need help with that. The patient inquired if an agent could look at their pump logs due to not feeling relief every time, they request a bolus. An agent redirected to healthcare provider (hcp) and inquired about their equipment, but patient stated the equipment was still not charged. The patient said 'I'm hurting in my chest. It has been hurting off and on this morning. They needed to lay back down and rest. I get out of breath ,' and then stated they were still getting service code 338 'every time' they use it. An agent offered to assist but patient stated their equipment was still not charged and they needed to disconnect the call to get their nitroglycerin pills and call their husband due to 'hurting worse now.'